Event description:
Reference number (B)(4). Event occurred in egypt it was reported that the patient encountered insulin flow blocked at the tubing site on 29-aug- 2024. No further information available .

Manufacturer narrative:
E1:patient city: (B)(6) patient country: egypt.